Manufacturer narrative:
Additional information: b5, d4, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
Additional information was received on 07/11/2025: this occurred during a cruciate ligament reconstruction procedure on (B)(6) 2025. An ar-4030c-09 fastthread biocomposite interference screw from lot number 15173585 was used. While threading the implant, the distal portion of the screw fractured and broke within the bone tunnel. The screw remained inside the patient, and only the last thread of the screw came off. To complete the case, the surgeon reinforced the screw that split with an ar-2324pslc tilting anchor device in the form of a post. The bone socket was prepared using an 8.0 mm femoral drill (ar-1208l), a screwdriver ar-1996cd-1, and a screwdriver handle ar-1999. The patient was noted to have good bone quality. The event resulted in a 10-minute delay, with no additional anesthesia administered. No driver malfunction was reported, and no patient harm was noted following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2025, an arthrex employee reported via email an issue involving the ar-4030c-09 fastthread biocomposite interference screw. During the surgery, the surgeon began placing the ar-4030c-09 fastthread biocomposite interference screw into the tibia using the nitinol guide. After partially inserting the screw, the nitinol guide was removed, and the screw placement was completed. Upon removal of the driver, the tail of the screw detached and fell into the surgical field. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 06/26/2025.